Manufacturer narrative:
Cont. E.1 : (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side "slightly lobulated contours" and "minimal amount of peri-implant fluid." Device was explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of blood and lymphatic, seroma-late and crease/ folding of implant requested on (B)(6) 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: blood and lymphatic: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Crease/ folding of implant : no observed. No additional observations: no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "slightly lobulated contours" and "minimal amount of peri-implant fluid." Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/25/2024.

Event description:
Healthcare professional reported left side "slightly lobulated contours" and "minimal amount of peri-implant fluid." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, g2

Event description:
Healthcare professional reported left side "slightly lobulated contours" and "minimal amount of peri-implant fluid." Device was explanted.